Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the implantable cardioverter defibrillator (ICD) was explanted while the right ventricular (rv) lead was capped and a previously capped lead remains capped. Additional information indicates that the patient experienced discomfort, pain, infection and undesired sensations. The wound was treated with antibiotics. Furthermore, the rv lead was fractured in multiple places and could not be removed using laser. The doctor decided to cap the lead. No additional adverse patient effects were reported. The rv lead was not returned for analysis.